Event description:
The lay user/patient contacted lifescan alleging the test strips were missing from the kit. There were no allegations of harm or injury. Replacement products were sent to the patient.